Event description:
It was reported that the intra-aortic balloon was in use for 48 hours when a problem developed -- the central lumen broke and the balloon "departed from the catheter". No further details were provided. There were no reported patient complications.